Event description:
Customer reportedly tested 298mg/dl on the device and felt ill. When she was found a half hour later, she was unable to speak or move and was given food and juice to elevate her blood glucose. The paramedics were called and tested customer at 27 mg/dl and administered a glucose IV. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.